Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardiac monitor exhibited false positive episodes of atrial fibrillation due to over-sensing. Programming changes were made. The patient was stable.